Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval confirmed the reported symptom through the device history log but was unable to reproduce under test. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary components will be replaced as they are known to contribute to system error 322.

Event description:
It was reported that a device experienced a system error 322. It was also reported that there was no pt involvement.